Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2022-13811. It was reported that during a permanent scs implant procedure on (B)(6) 2022, patient experienced an arrhythmia. As a result, the implanted devices were removed and the procedure was abandoned. Patient was stabilized post cardiac event and discharged from the hospital.